Event description:
The customer reported the system displayed a high capacity disk failure error message and the system failed to fluoroscopy xray. No report of patient injury.

Manufacturer narrative:
The ge representative performed an on site investigation. The digital video disk drive was replaced and a universal serial bus was replaced. The system was then found to be operating as intended.